Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties and stent damage occurred. The 95% stenosed target lesion was located in the moderate calcified left anterior descending (lad). The physician predilated the lesion with an unk 2. 0 x20mm balloon and tried implanting a 2. 50x12mm taxus liberte stent, but was unable to cross the lesion. After several attempts, he noticed stent damage. The stent strut was lifted the procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "stable".

Manufacturer narrative:
(B)(4)